Event description:
In 2008 at 5:37 pm, the lay user/patient contacted lifescan (lfs) alleging that a onetouch ultra meter was reading inaccurately high. The medical affairs specialist (mas) was able to contact the pt to obtain/verify additional info. The pt usually tests her blood glucose twice daily and manages her diabetes with insulin (usually requiring no dose adjustments). In the morning of the same day, the pt stated that her meter gave a blood glucose result of "182 mg/dl" and as a result, she reportedly took an additional 2 units of humalin 70/30 and had less to eat for lunch. At an unspecified time later in the day, the pt reportedly felt shaky and sweaty and tested her blood glucose with the subject meter and obtained a result of "195 mg/dl", which she claimed was inaccurately high compared to her feelings at that time. The pt took some orange juice and claimed that it helped her calmed down before contacting lfs csr for technical support. The pt did clean the puncture area correctly before testing and used proper testing technique to test the meter with. The results match with the results in the meter's memory. The unit of measurement was correct. The pt's products have been replaced. This complaint is being reported because the pt claimed she obtained an allegedly inaccurate high reading on her meter, administered treatment based on the alleged reading and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.